Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Cracked on right plunger case otherwise no appearance of any physical damaged. Invalid syringe size event history log. Invalid syringe size was found at syringe test and failed calibration verification on both quality control slugs. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced barrel clamp rod, tapered spring, right plunger case, leadscrew. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was not recognizing syringe. No patient injury was report.